Event description:
It was reported that the bd nano¿ 2nd gen pen needle unable to deliver medication. The following information was provided by the initial reporter: stated, when pen needle is being tested prior to injection, no medication flows. Stated, he does prime before injection, and this is the first time he's had an issue.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the bd nano¿ 2nd gen pen needle unable to deliver medication. The following information was provided by the initial reporter: stated, when pen needle is being tested prior to injection, no medication flows. Stated, he does prime before injection, and this is the first time he's had an issue.

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.